Manufacturer narrative:
Concomitant medical products. Reported event was confirmed by review of operative report. Prior to surgery, the patient received injection with relief of pain. Images showed increased offset on postoperative total hip film that might have contributed to iliopsoas tension and chronic tendinopathy. Arthroscopy procedure was performed and tendon was released with significant tendon release was achieved. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, stem, lot # unk, item # unk, head, lot # unk, item # unk, liner, lot # unk.

Event description:
It was reported that approximately 2 1/4 years post implantation, patient presented with persistent hip flexion pain. Postoperative film showed increased offset that may contribute to increased iliopsoas tension and chronic tendinopathy. Patient received iliopsoas injection, which briefly relieved symptoms. This indicated the iliopsoas as the source of pain. Subsequently, patient underwent hip arthroscopy with iliopsoas release. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.